Event description:
There was an allegation of a software issue with a navify lab operations software product. The customer alleged that glucose results for a patient sample were transmitted to their laboratory information system with a different (incorrect) identification number.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
It was determined the cause of the issue was that when sending results to a host with the option "send grouped and separated by" set to "instrument and module," if there are three or more different instruments and modules involved and the system is processing different sample tubes, the system groups at least one of the tests to an incorrect tube within the same order. The reported allegation has been verified as a software issue in navify lab operations as the system should always send test results with the tube in which they were performed, regardless of the "send grouped and separated by" option.